Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and lidstock for evaluation. The dilator was not returned for evaluation. The guide wire contained significant signs of use in the form of biological material. Visual examination revealed three prominent kinks and multiple overall bends of the guide wire body. Although the coils appeared slightly closer, no signs of offset or unraveled coils were present. Visual examination of the dilator could not be performed as it was not returned for analysis. The main kinks in the guide wire were located 285, 465, and 490 mm from the proximal end. The total length of the guide wire measured to be 680 mm which is within specifications of 678-688 mm per product drawing. The outer diameter of the guide wire measured to be 0.84 mm which is within specifications of 0.838-0.877 mm per product drawing. The returned guide wire was unable to pass through a lab inventory dilator due to the kinks. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire" the customer report of guide wire/dilator resistance could not be confirmed as the dilator was not provided for analysis. The returned guide wire contained multiple bends/kinks along the body. The guide wire passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Without the dilator to evaluate, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during removal.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during removal.